Manufacturer narrative:
Additional information was requested for investigation, but was not provided. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Medwatch field b1 was updated.

Manufacturer narrative:
The country of origin is (B)(6).

Event description:
The initial reporter received questionable elecsys vitamin d assay and elecsys troponin t assay results, for two patient samples, from the cobas 6000 e 601 module.. The following results were reported by the customer: patient 1 (vitamin d) : (B)(6) 2019: 21.55 nmol/l, (B)(6) 2019: 8.62 nmol/l, (B)(6) 2019: 16.87 nmol/l, (B)(6) 2019: 22.69 nmol/l, (B)(6) 2019: 17.10 nmol/l. Patient 2 (troponin t hs): (B)(6) 2019: 11.0 ng/l, (B)(6) 2019: <5.5 ng/l. The questionable results for both patients were reported outside the laboratory. The reagent lot numbers and expiration dates were asked for but not provided.